Manufacturer narrative:
The device was received for analysis. The outer shaft, inner shaft, balloon and tip were visually and microscopically examined. Visual examination revealed no damages. Microscopic examination revealed a pinhole in the balloon 29mm from the tip. Inspection of the remainder of the device presented no other damage or irregularities. Product analysis confirmed there is a rupture in the balloon.

Event description:
Reportable based on device analysis completed on 31-jan-2024. It was reported that failure to inflate occurred. The target lesion was located in a stenosed shunt in the left forearm vessel. A 4.0mmx40mmx40cm (4f) sterling balloon catheter was advanced for dilatation. However, during the first inflation, the balloon did not inflate. The device was removed, and the procedure was completed with a different device. There were no patient complications nor injuries reported. However, returned device analysis revealed a pinhole in the balloon 29mm from the tip.